Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note add'l devices implanted in the pt and related to this event: tg3720 and tg3720.

Event description:
In 2006, the pt was implanted with gore tag thoracic endoprostheses to repair a descending thoracic aortic aneurysm. In 2009, computed tomography angiogram (cta) revealed a type ii endoleak and aneurysm growth. The next day, the pt underwent reintervention whereby a collateral debranching procedure was performed. The pt was implanted with add'l gore tag thoracic endoprostheses. The pt tolerated that procedure.